Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of a recent high blood glucose event that caused emergency services to visit the customer's home but did not go to the hospital. Customer's blood glucose at the time of the incident was 547 mg/dl. Customer indicated that the sensor was reading low and triggered a threshold suspend. Customer was given fluid and insulin by emergency services and no further details were provided.